Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4): added additional information. The device was returned in good condition. The blade was visually inspected and it was in good physical condition and not broken in any way. The device was tested with a generator and was functional. It is possible that the device returned may have been used to complete the procedure and is not the device complained about.

Event description:
It was reported that during an unknown procedure, the device's blade broke. There was no other information available. There was no adverse consequence to the patient.